Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va11n8s, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11/12/2019, UDI#: (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Hcp said the patient's ins was removed, but they still have part of their lead implanted and the patient needs their lumbar spine scanned. The call center reviewed MRI information and said an MRI would not be recommended. Additional information received from the hcp who said the ins failed to help with their symptoms so the system was removed as a result. During the explant procedure, the lead was removed with traction, but the contact points didn't come out with the lead. A cross-table lateral x-ray was performed which showed the contact points were deep within the s3 foramen so the hcp didn't attempt to dig them out. No further patient complications have been reported as a result of this event.